Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred the target lesion was located in a vein side. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for pre-dilation. However, during the first inflation, a contrast media leakage was noted from the tip part of the balloon and the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein side. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for pre-dilation. However, during the first inflation, a contrast media leakage was noted from the tip part of the balloon and the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The symmetry device was visually and microscopically examined. The balloon was unfolded which indicates it had been subjected to positive pressure. Multiple kinks were noted on the shaft inside the balloon and the balloon material. This type of damage is consistent with excessive force being applied to the delivery system. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was identified leaking from the tip of the device. This tip leakage indicated that a perforation was present in the inflation lumen. A visual and microscopic examination of the balloon material identified no damage or issues with the balloon material that have contributed to the complaint incident. In order to locate the perforation in the inflation lumen the investigator clamped the tip of the device and applied positive pressure, liquid was then noted leaking form the guidewire exit port indicating the inflation lumen had perforated out into the guidewire lumen. The investigator then clamped the device and the proximal balloon bond and applied negative pressure, this time no liquid was noted coming from the guidewire exit port. The perforation was determined to be between the proximal balloon bond and device tip. In order to evaluate the shaft within the balloon the balloon material was dissected and removed from the shaft. The kinked shaft was visually and microscopically examined and a perforation was identified within one of these shaft kinks approximately 9mm distal to the distal edge of the markerband. This damage is consistent with a guidewire puncturing out though the kinked shaft. No issues were noted with the shaft of the device that could have contributed to the complaint incident. A visual and microscopic examination of the device identified no damage or any issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).